Event description:
Patient reported ¿dizziness¿, ¿anxiety¿, ¿heart palpitations/rapid heartbeat¿, ¿depression¿, ¿muscle pain¿, ¿fatigue¿, ¿hair loss¿, ¿restlessness¿, ¿food intolerances¿, ¿visual disturbances¿, ¿night sweats¿, ¿ringing in the ears¿, ¿constant sinusitis¿, ¿unpleasant taste in the mouth¿ and ¿irregular menstrual cycle¿. These events have been deemed not device related. Later patient reported ¿suspected capsular contracture baker grade unknown¿. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker garde unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker garde unknown.